Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaq1519 showed no other similar product complaint(s) from this lot number.

Event description:
Physician reported that when breaking off the peel-away sheath, one of the orange colored handles broke off the sheath tube. They stated that one piece of the tube was still outside of the patient and the physician able to remove the entire sheath out of the vein. There was no injury for the patient and the procedure was finished successfully.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached tab on the 5fr microintroducer was confirmed, but the exact cause is unknown. One 5 fr microintroducer sheath was returned for investigation. The sheath showed a complete, consistent, and uniform peel. A visual observation confirms that one of the red tabs detached from the sheath. The hole in the sheath that was attached to the tab shows plastic deformation and a tear near the proximal edge of the sheath. The other tab is still attached to the sheath, but the edge of one side of the sheath is visible in the peel seam of the molded tab. It appears that either the sheath was not centered when the tabs were molded or the tack hole was not centered in each half of the sheath.